Manufacturer narrative:
Correction to h6 based on additional information. The returned device was visually inspected for any abnormalities and the following was observed: crimped thv: one (1) strut bent outward at inflow side and exposed through sheath liner, post expanded thv: bent strut corrected post expansion, valve frame was canted, leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Imagery was provided by the site and revealed the following: patient's right access vessel had present of calcification and tortuosity. A lot history review was performed and revealed no other complaints relating to the reported event were identified. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on returned device. As reported, 'during a right transfemoral tavr procedure with a 26mm sapien 3 ultra valve, a single valve strut got caught on a calcified plaque as soon as the valve exited the distal tip of the esheath. A single valve strut bent 90 degrees perpendicular to the valve during insertion of the commander delivery system into the 14fr esheath'. Per imaging evaluation, the patient's anatomy had presence of calcification and tortuosity. Based on the complaint history review, the presence of calcification, tortuosity can create a challenging pathway during delivery system advancement, leading to interaction between crimped valve and patient's anatomy, so the further device maneuvering will lead to the bent strut as reported. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still on-going.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 26mm sapien 3 ultra valve, a single valve strut got caught on a calcified plaque as soon as the valve exited the distal tip of the esheath. The a single valve strut bent 90 degrees perpendicular to the valve during insertion of the commander delivery system into the 14fr esheath. During discussion regarding next steps, the patient's blood pressure dropped slightly, and aortogram showed an extravasation (rupture) of a pre-existing abdominal aortic aneurysm (aaa). A coda balloon was immediately inserted and inflated, and the team proceeded with repair of the aaa with a complete stent graft. A second system was prepped the 26mm sapien 3 ultra valve was inserted and deployed with no issues. The patient remained stable the entire time. The perceived root cause of the ruptured aaa due to the valve exiting the esheath and getting caught on a calcified plaque. The operator stated that the esheath should have been advanced further past the existing aaa.